Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe would not recognize monopolar instruments in either port. The customer power cycled the system and the erbe, swapped energy cables and the monopolar instrument, but there was no improvement. The bipolar instrument worked normally. The customer switched to a force triad generator and the procedure was completed. There were no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, there were no issues found that would be related to the reported event. A review of the logs showed no errors to confirm that the issue occurred in the field. The integrated electrosurgical unit (iesu) generator was tested using the system. The generator energized and cauterized, and all ports recognized instruments. The probable root cause could not be determined since the failure was not confirmed or reproduced by failure analysis.